Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. E1: patient city: (B)(6), patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced three infusion set leakage event on (B)(6) 2024. The location of leakage was where the infusion sets were connected to reservoir. The infusion set was in use for less than 24 hours. No further information was available.